Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that approximately 21 months post-implant of a bifurcated device, three limb extensions, and a viabahn stent the patient presented in the emergency room with abdominal pain. Reportedly, a computed tomography scan revealed a ruptured abdominal aortic aneurysm located approximately 3 mm above the distal aorta and a possible type iiib endoleak of a bifurcated device. The physician elected to reline with another bifurcated device to address the endoleak. Approximately 4 days later, the endoleak still remained. The physician elected to convert to an open repair and explant the devices. Reportedly, the physician identified a type iiib endoleak above the interior wall of a bifurcated device. The patient was treated with a surgical graft. It was reported that the patient tolerated the procedure well. It was reported that during the initial procedure, the physician performed a hypogastric snorkel intra-operatively. The physician then placed a viabahn stent in the left iliac artery.

Manufacturer narrative:
The sample was returned for evaluation. Images and reports were provided and review by clinical representative. Based on the information provided, a definite cause of the endoleak cannot be determined. However, it appears that during the index procedure, the graft material on the bifurcated device may have been compromised and elongated over time. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar events. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. (B)(4).